Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced that some liquid oozing from the site and infection at the cannula site along with redness and swelling and was diagnosed as cellulitis which was treated by doxycycline event on (B)(6) 2026.